Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the etl was failed with arithmetic overflow error. The technical support specialist connected to the server, utilized the knowledge article, and after the etl process was truncated, the site confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, inventory reports were not functioning properly and reflected inaccurate report. The customer reported that they could generate reports; however, the data was not accurate, which caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.